Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The f-94 alarm was identified during functional testing. The cause of the condition was determined to be a discharged battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-94 alarm. No additional information is available.